Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis / mechanical interaction with blood: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including the full data log.

Manufacturer narrative:
The impella device is not available from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review rationale: a 68-year-old male with a past medical history of coronary artery disease, renal insufficiency, and dialysis was admitted with an indication for impella support due to acute myocardial infarction (ami) and cardiogenic shock (cgs). During ICU rounds, the patient received 1 unit of (prbc) packed red blood cells for low hemoglobin and a possible diagnosis of hemolysis. Hemolysis is a known potential adverse event consistent with known device-related and patient-related factors documented in the instructions for use (IFU).. The device functioned as intended, providing hemodynamic support during cardiogenic shock, and was successfully removed without further complications. Patient outcome was favorable, with survival post-explant.